Manufacturer narrative:
The reported events of stylet could not be inserted, and helix could not be extended were confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the physician felt resistance when passing the guidewire through the lead. The resistance persisted after the guidewire was moistened with solution. Failure to extend lead helix was also noted. The lead was not implanted and was replaced. The patient¿s condition was stable.